Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, which provided detailed instructions for a pump reset, and the issue was resolved as the pump did not display the error code again, allowing the customer to successfully start their sensor session.